Manufacturer narrative:
Field service engineer (fse) found that the computer was locked up and they could not select anything, nor open a patient file. When the fse was on site he confirmed that the issue was the mouse. He borrowed a mouse from another computer to verify. Fse informed customer of this situation and ordered a replacement mouse to be shipped to the customer for them to install themselves .on a follow up, the customer reported they had received the new mouse for their computer and the system was fully functional.

Event description:
Customer reports the system was locked up and they do not have a back up room. They cancelled the procedure and rescheduled for another day. No reported injury.